Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after placing a new infusion set and suspected the site was near an abdominal scar, prompting a same-day site change that resolved the issue without external injections. Symptoms included elevated blood glucose up to 377 mg/dl without ketosis, loss of consciousness, or other acute complications. Outcomes included transient high glucose for approximately one hour with no medical intervention, no alarms, and no alerts. Investigation included technical troubleshooting and user education. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that the event was non-serious and resolved after site replacement with no further action required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.